Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts. Investigation also revealed that the cartridge compartment was cracked. This report is made based on results of investigation completed on 12/11/2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed a cracked cartridge compartment. Unrelated to the event, evaluation revealed all buttons responded appropriately except the contrast button. There was contamination found under the contrast button and there was contamination around the up, down and ok buttons. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.